Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a foreign object in the biopsy channel preventing the subject device from passing the brush. As a result of the obstructed biopsy channel, there was no suction flow. Here was no smooth operation on the guide wire and the movement was too light. There was a minor scratch on the distal end cover and the glue on the rubber of the bending section cover was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus the stent got stuck in the scope accessory channel during insertion. The intended procedure was therapeutic. During inspection and testing of the returned device, there was a foreign object in the biopsy channel, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The endoscopic retrograde cholangiopancreatography (ercp) procedure was completed with a similar device once the physician noticed the stent was stuck.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient reprocessing or handling. The event can be detected by following the instructions for use (IFU) which state: compatible accessories are listed at ¿combination equipment: compatible endo therapy accessories ¿ of IFU (operation manual). Warning ¿ when inserting the instrument into the endoscope, raise the forceps elevator to its maximum height. If the forceps elevator is down, you will not be able to see the distal end of the insertion portion in the endoscopic field of view. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator until the instrument passes smoothly. Do not advance or extend the instrument abruptly. These actions could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument. ¿ do not insert the instrument and/or insertion kit into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the instrument and/or insertion kit in the endoscopic field of view or in x-ray images, do not use it. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ do not force the distal end of the instrument against body cavity. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ if this instrument is broken in the body, collect any piece of the instrument left in the bile duct with grasping forceps observing x-ray. If such a piece falls off in the duodenum, collect it with grasping forceps, too. Retrieval of the stent: warning: ¿ when withdrawing this instrument, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture. Otherwise, it could cause patient injury, such as migration and dislocation of the stent. ¿ when retrieving this instrument from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly aligned with bile duct withdraw it with the endoscope observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct. ¿ do not retrieve this instrument in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument. Caution ¿ do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. ¿ do not collect the stent through the channel of the endoscope. Instrument damage may occur. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.